Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused, or contributed to the event. Device evaluation by manufacturer: a field service engineering (fse) was at the customer's site to address reported event. Fse confirmed reported error by visual inspection of the instrument and reviewing error logs. Fse was not able to reproduce the error, but found cracked tip discard chute, and replaced it with a new one also cleaned the stainless-steel chute. Fse successfully validated instrument by performing quality control run without error, results were within acceptable range. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review, and service history review through aware date of event for similar complaints was performed for serial number (B)(4).there were no other similar complaints found during the searched period. The aia-2000 operator's manual under appendix 4: error messages states the following: 2061 tip detachment failure by main arm. Cause: a tip was detected by tip detachment check. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to failure of the tip discard chute.

Event description:
A customer reported getting error message "2061 tip detachment failure by main arm" on the aia-2000 instrument. The customer cleaned the sample nozzle, and the waste chute which was jammed. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of patient samples for alpha-fetoprotein (afp). There is no indication of any patient intervention, or adverse health consequences due to the delay in reporting of patient results.